Event description:
Reporter stated a button on the infusion device does not function. No adverse event was reported. The alleged product was unable to be returned for evaluation due to legal and custom issues.

Manufacturer narrative:
The event occurred in (B)(6).